Event description:
It was reported that the device failed during ventilation of a patient with severe acute respiratory distress syndrome (ards). The device had issued multiple high-priority alarms and set ventilation parameters were no longer met. The device eventually failed. The display went black and the ventilation stopped. No health consequences for the patient were reported. Additional information: it was reported subsequently that the patient had passed away following the event.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. Based on the analysis of log file the reported event could be verified. The device had issued during the ventilation multiple high-priority alarms including "airway pressure high!!!", "mv high!!!", "fio2 high!!!". As the airway pressure was above the set alarm limit for too long, the device performed a warm start as a specified reaction to the detected deviation. The log file analysis and onsite inspection of the device found no indications of a device malfunction. It is likely that the excessive pressure was detected incorrectly after opening the hose system during ventilation between y-piece and patient in order to perform a suction. If the device detects an excessive inspiratory pressure for more than 1 second, the device attempts to reduce the pressure. If this is not possible, the device performs a warm start. During a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed, ventilation continues with the old parameters. The device has reacted as specified to a detected deviation and performed a warm start to rectify the deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during ventilation of a patient with severe acute respiratory distress syndrome (ards). The device had issued multiple high-priority alarms and set ventilation parameters were no longer met. The device eventually failed. The display went black and the ventilation stopped. No health consequences for the patient were reported.